Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty removing the reported screws during explant surgery. Although the surgeon used the proper screwdriver, he was unable to turn recess of the screws by the screwdriver well. Screw head was broken during the removal. The number of breakage screw head was six screws out of seven. Eventually, the surgeon scraped away the patient¿s bone around the plate and was able to remove the implants. This report is for 6 unknown screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for 6 unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initially it was believed device was not returned; during evaluation of other returned product on the compliant on july 23, 2015, it was noted that the unknown screws had also returned. A product development evaluation was completed: in this complaint we received 2 plates and 7 screws. Most of the devices show severe deformations and damages to their surfaces and threads. Based on the findings, product development determined that the main root cause of the failure is related to a handling error by the user. The user inserted at least two screws of the seven returned not according to the technique guide instructions. Per the technique guide, the maximum off angle for insertion is 10-15 degrees. The returned plate with the inserted screws shows an off angle insertion from 20-25 degrees. In this case cross threading took place between the screw and plate which resulted in the inability to remove the screw from the plate during the removal surgery. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Update: it was reported via update on (B)(6) 2015, that the six (6) broken screws are either part number 401.848 or part number 401.138. It is unknown how many of each will be returned and which were broken (total of six) and which remained intact (total of 1 screw). Part 401.848: 2.0mm ti locking scr slf-drlg w/stardrive(tm) recess 8mm or part 401.138: 2.0mm ti cortex screw slf-drlg with stardrive (tm) recess/8mm. Part 401.848: jey ¿ bone plate ¿ part 401.138: mqn ¿ mandible distraction devices. (Catalog number): the complainant parts are one of two possible part numbers: 401.848 or 401.138. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.